Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. E2013037 total number of events ¿ (B)(6). Artisyn y-shaped mesh ¿ (B)(6). Gynecare gynemesh ps - (B)(6) - (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2015 and the mesh was implanted. Following the procedure, the patient experienced pain, erosion of her internal bodily tissue and underwent revisionary procedures. No further information is available.

Manufacturer narrative:
Date sent to FDA: 08/17/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 04 - attachment: [12-31-2017 oto supplemental 04.xlsx]

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 2/11/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period february 1, 2014 through march 31, 2014.

Manufacturer narrative:
Date sent to the FDA: 04/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2017 through november 30, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Date sent to FDA: 06/25/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 03 - attachment: [12-31-2017 oto supplemental 03.xlsx]

Manufacturer narrative:
Date sent to FDA: 02/22/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 01 - attachment: [12-31-2017 oto supplemental 01.xlsx]

Manufacturer narrative:
Date sent to FDA: 04/12/2018 ethicon MDR summary reporting exemption e2013037 reporting period october 1, 2017 through november 30, 2017 supplemental 02 - attachment: [12-31-2017 oto supplemental 02.xlsx]